Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 400 mg/dl with extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient¿s ¿blood thinner¿ medication had been changed on (B)(6) 2018 and the patient began with elevated blood glucose on (B)(6) 2018. The patient reportedly has been changing the basal rate in the pump and stated that the basal rate change has not helped in lowering the blood glucose level. The patient then discontinued insulin pump therapy. The patient reportedly began taking insulin via injection after discontinuing insulin pump therapy and that was also not lowering the blood glucose. The reporter stated that the patient also discontinued the ¿blood thinner¿ medication. The reporter stated that the patient no longer trusted the insulin pump for accurate delivery of insulin because the patient had been changing basal rate delivery but because of unexplained basal history, they do not feel safe to use the pump. The basal history did not match the active basal program; the patient had been adjusting the basal rates in the pump. This complaint is being reported due to hyperglycemia associated with training/misuse and diabetes management; changing the basal rates in the pump and having a change in medication.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: a review of the black box showed the last delivered bolus was a 2.0 unit normal bolus. Temp-basal programs were run, and the basal history appeared to be inaccurate with the active basal program due to the user manually changing the basal program. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 12 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily doses showed 24.0 units. No alarms or delivery interruptions occurred during the testing. The alleged history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.